Event description:
We received an allegation of questionable sodium electrode results for 2 patients' samples tested on a cobas pro ion-selective electrode (ise) analytical unit. Sample 1: initial result: 150 mmol/l. Repeat result: 140 mmol/l. Sample 2: initial result: 155 mmol/l. Repeat result: 145 mmol/l. The samples were repeated on a different instrument.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The calibration and qc were acceptable. The customer exchanged the electrode and performed the wash procedures, but it did not solve the issue. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the cup was slightly cracked and the syringes were worn. He replaced the cup and the syringes. He then performed calibration and checks, and they were within specifications. The service actions performed by the fse resolved the issue in a reasonable manner. No further issues were reported after the fse visit. The cause of the event was due to a wear/mechanical issue (component failure).